Manufacturer narrative:
Brand name - the correct brand name is sterrad® chemical indicator strip. Common device - the correct common device is indicator, chemical. Catalog number - the correct catalog number is 14100.

Event description:
A customer reported a sterrad® chemical indicator strip did not change color correctly after a completed sterrad® nx cycle. The affected load was reprocessed. There was no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of sterrad® chemical indicator strips not changing color correctly.

Manufacturer narrative:
(B)(4). The DHR, lot trending, visual analysis and retains testing was not performed as there is sufficient information to determine user error was the cause of the issue. The sra indicates the risk associated with a quality problem with no impact on safety is "low." The assignable cause of the issue can be attributed to user error. The customer was placing the indicator strips on the corners of the load. The color was changing but not as dark as the comparator bar. The instructions for use (IFU) state the indicator strips are to be placed in the center of the load. The asp clinical education consultant (cec) visited the site and provided education about proper usage. The issue will continue to be tracked and trended.